Manufacturer narrative:
Device unique identifier (UDI)- (B)(4). Approximate age of device- 6 days. Bleeding - (B)(4). It is unknown if the device was explanted from the patient after expiration. The product disposition was not provided by the site. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had stroke with large amounts of clot around the aortic valve. The patient coded and was internally bleeding, and expired shortly after. No additional information was provided.